Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had control keys that did not work. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had control keys that did not work. It was indicated that the connection was out of specification. It was also indicated that the case was broken. The epg was to be scrapped. If information is provided in the future, a supplemental report will be issued.